Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd safetyglide¿ shielding hypodermic needle caused a needle stick. Blood work was taken and no prophylactic medication was required. No further medical intervention was reported.

Event description:
It was reported that an unspecified bd safetyglide¿ shielding hypodermic needle caused a needle stick. Blood work was taken and no prophylactic medication was required. No further medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: no root cause can be determined as no samples were received.